Event description:
The device was returned to the service center by the customer contact for a lithium battery replacement. This is not a reportable malfunction. During verification testing at the service center, leakage from the disposable batteries was noted in the battery compartment of the device.

Manufacturer narrative:
During testing at the service center, corrosion was noted in the battery compartment and on the battery door. The probable cause of the corrosion was leakage from the disposable batteries. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.